Event description:
It was reported that the left monitor on the 8800 system would not work during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced and the voltage adjusted during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.